Event description:
Cadiere grasper broke at an angle inside of the patient. There were 14 of 18 lives remaining on instrument. Unable to remove from port. Had to remove entire port with instrument in it. It was at the end of the procedure.